Event description:
The manufacturer received information alleging a ventilator service required alarm while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices error code, internal battery communication failure, was observed in the device's error log. In conclusion, the device's internal battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, there were two additional error codes, internal battery depleted and soft power fail, observed in the device's error log and the internal battery needs replaced for these two additional error codes that were unrelated to the reportable issue. The in-line proximal filter was replaced for contamination unrelated to the reported issue. The air inlet foam filter was replaced preventative maintenance unrelated to the reportable issue.